Event description:
It was reported that the patient experienced elevated blood glucose levels due to the tape not adhering properly because of an adhesive issue event on (B)(6) 2026. The hyperglycemia was treated with a bolus administered via the insulin pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.